Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl and a motor vehicle accident; cause was not known and timeline was not clear. Customer went to the emergency room and was sent home. The following day, the customer visited their healthcare provider and was subsequently admitted to the "trauma unit" with a "back fracture, shattered humerus, 2 plates/12 screws in shoulder, 5 vertebrae that needed to be fused, 60 staples, multiple broken ribs", and "acute kidney injuries". Customer was treated with intravenous insulin "for 2 days" and was discharged 10 days later with the issue resolved. Reportedly, the customer was using cold insulin within their pump supplies. Tandem technical support educated the customer on insulin labeling. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem's user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.